Event description:
It was reported that the customer's pump had an alarm. Instructed the customer to clean the battery contacts and called back the help line if the alarm continues. Later the customer called again and reportedly hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The customer had high bgs since their last order of insulin and the injections did not bring down their bgs.